Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had her device replaced with a new model. Patient stated in (B)(6) 2018 she had a fall. Patient stated it started causing pain and she already had nerve pain. Patient stated the neurostimulator (ins) malfunctioned and the battery depleted. They thought it might have to do with her fall. No further complications were reported/anticipated.